Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-00722 and 2134265-2015-00810. It was reported that automatic pullback failure has occurred. During a procedure a sled was used in conjunction with a motor drive unit to diagnose a none calcified unknown target lesion. The sled was connected to the motor drive unit, however pullback was unable to be performed. The motor drive unit and sled were reconnected several times but the issue was not resolved. After exchanging this device with another of same device, pullback was performed without issue. No patient complications reported and the patient's condition is good.